Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the first obtuse marginal during index procedure. There were 4 add'l stents implanted two days later during staged procedure. Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted; two in the distal rca and one in the mid rca. There was also a driver rapid exchange (rx) bare metal stent (bms) implanted in the mid rca. It is reported that a dissection occurred before stent implant. The driver stent was implanted to treat the dissection. Investigator has indicated that the event was not related to the study stent but was definitely related to the study procedure. It is reported that the pt suffered an acute non-stemi 1 day post staged procedure. It is reported that it was a non-q-wave mi. Reference MFR report numbers 9612164-2011-00179, 00180, 00182, and 00183.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the dissection occurred after the endeavor stent was implanted in the mid rca. There was a non-flow limiting dissection noted at its proximal edge.